Event description:
On (B)(6) 2011, the patient reported, the up button was no longer functioning. She noticed this while attempting to bolus. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.